Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising.

Event description:
It was reported that an alert triggered for high pacing impedance. The impedance trend revealed a persistent increase. The number of short v-v intervals was also noted to be increasing. The lead remains in use. No patient complications have been reported as a result of this event.